Manufacturer narrative:
The customer contacted the siemens customer care center (ccc) and a siemens customer service engineer (cse) was dispatched to the customer's site and inspected the instrument. Initially, the cse checked the diluent syringe gap, calibrations, fluid levels and performed a dilution check. Siemens reviewed the information provided and indicated that the sample was centrifuged using methods outside the tube manufacturer's instructions for centrifugation. The cse adjusted the diluent syringe gap, replaced the (integrated multisensor) imt sensor and tubing, and clean the drain side of the imt system with bleach and hot water. On a follow up visit, the cse replaced the imt tubing and rotary valve seal, adjusted the syringe gaps on the diluent and sample syringes, and replaced the imt sensor again. The dilution check, quality control test, and calibration were within specifications. System was fully operation upon departure. The instrument is performing according to specifications. No further evaluation of this device is required. MDR 2517506-2020-00160 was filed in conjunction with this report.

Event description:
A discordant, falsely depressed potassium patient result was obtained on a dimension exl 200 instrument. The initial result was reported to the physician(s). The same sample was repeated on an alternate dimension exl 200. The repeat result was reported, as the correct result, to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the falsely depressed potassium patient result.